Event description:
It was reported about one month prior to report the device began showing through right under patient¿s skin to the point of being able to probably see the serial number off of the implanted device. Reportedly, no doctor would ¿touch the device.¿ additional information received reported that the manufacturer representative was able to connect with the patient and discussed her current need to have the implantable neurostimulator (ins) removed. The patient was referred to a surgeon that takes medicaid and the patient was scheduled for a consult. Please refer to mfg. Report #s 3004209178-2013-15780, 3004209178-2013-15798, and 3004209178-2013-02800; as the patient had multiple issues with the ins. It was unknown which event (s) lead to the ultimately removal of the device.

Manufacturer narrative:
Product ID: 3093-28, lot# v813549, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).